Event description:
It was reported that customer experienced issues with pump not charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding outcome of event or any corrective actions taken.